Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the respirator stopped during ventillation with visual and audible alarm. After that the stuff was unable to restart the ventillator. No patient harm.